Event description:
It was reported that a pt experienced multiple seizures and had an episode of status after watching a 3d movie. The pt was taken to the hospital and was given ativan. The pt did not respond to magnet swipes. The pt was later seen by a neurologist who increased the pt's dose of lamictal. The pt has been referred for generator revision. Good faith attempts to obtain additional info have been unsuccessful to date.